Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 due to a low blood glucose level of 21 mg/dl. The customer had a MRI and a complete exam and nothing was found. He had a broken holster. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.